Event description:
This report summarizes 14 malfunction events in which the device was shedding metal debris. - 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 14 previously reported events are included in this follow-up record. Product return status 7 devices were received. 7 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10. 9 events were originally reported for this failure mode during the reporting quarter; however, - 5 events were inadvertently excluded. - 14 reported events are included in this follow-up record. Product return status 7 devices were received. 5 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 14 malfunction events in which the device was shedding metal debris. - 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 4 devices were received. 3 devices were not available for evaluation. 2 device investigation types have not yet been determined. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device was shedding metal debris. 9 events had no patient involvement; no patient impact.